Event description:
Hospital advised that at 23:30 hours an overinfusion of morphine occurred. The nurse changed the tubing and hung a 100cc bag of morphine. The rate was set at 1 ml/hr. After two hours the nurse observed the bag was empty. Two channels were in operation at the time of the event. The volume to be infused was checked and indicated there was 98.8cc remaining in the bag. The patient's o2 sats dropped to 92%. Narcan was administered and the patient recovered.